Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the top portion of the leur had detached from the leur stem, however an exact cause of the detachment could not be determined. The carr-locke injection needle IFU states, "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. Do not attempt to actuate the injection needle with the catheter in a straightened position." The device history record for the lot subject of the event was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via vigilance report that during a patient procedure the connector to their carr-locke injection needle was broken. The procedure was completed successfully using a different needle. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.